Event description:
It was reported that the ventilator generated peep (positive end expiratory pressure) alarms. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator had a peep (positive end expiratory pressure) issue . The expiratory cassette was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).